Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00211. The pt (B)(6) is a part of a pain study. It was reported that pt's stimulation was no longer covering the abdomen but was covering he left side of the chest. An x-ray was taken which revealed lead migration. Surgical intervention was undertaken to address this issue. During the procedure, it was discovered the lead anchor was unlocked. The device was successfully locked without disturbance to the ipg pocket. Although use of the scs system has neither improved or worsened the pt's quality of life, he is reportedly receiving 50% pain relief and has decreased his intake of pain medication.